Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered painful intercourse, pain associated with attempted surgical repair, internal and external scarring related to the mesh implant and subsequent surgery, and less active lifestyle. No further information has been provided.